Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and purulent drainage at the abutment site. The patient was placed under general anesthesia on (B)(6) 2020, in order to remove the abutment and revise the skin. The site was irrigated with antibiotic solution and also treated with topical antibiotic ointment. The implanted device remains.